Event description:
It was reported that "units are going black/blank when a camera is plugged in. Cut out in middle of procedure". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the customer's complaint was verified. The customer's tc301us was not producing an image when a camera was connected. The customer returned the following devices, which were all tested together: tc201us, tc200us and tc301us. The tc301us ccu had corroded/contaminated edac connector consistent with the customer's no image complaint. The tc301us ccu will need edac replacement to ensure a reliable connection with the customer's camera. The customer's black/blank screen complaint when cameras were connected was caused by contamination/corrosion in the edac camera connector, which will need to be replaced. It is highly recommended that the customer reviews their handling/processing methods to ensure they are following approved karl storz protocols. The cause of the issue was determined as improper sterilization/cleaning by the customer. The event is filed under internal karl storz complaint ID: (B)(4).